Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead (anode and cathode) was confirmed to be fractured 26.80 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high impedance out of range, high pacing thresholds, noise, oversensing and pacing inhibition, which it was attributed to lead conductor fracture, the lead was unable to be explanted as it was caught on tricuspid valve. The lead was cut, capped and partially extracted. New lead was implanted and remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high impedance out of range, high pacing thresholds, noise, oversensing and pacing inhibition, which it was attributed to lead conductor fracture, the lead was unable to be explanted as it was caught on tricuspid valve and it was finally capped.